Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Sterile lot h219061, expires 2024.08.31. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-

Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover slid off into the patient when exiting the trocar of the olympus endoscope at the end of the procedure. The customer stated the surgical team removed the distal cover from an unspecified location in the patient. The customer stated there was no procedural delay and the same endoscope and distal cover were used to complete the procedure successfully. The customer reported the distal cover and endoscope were inspected prior to use and found to be in normal working condition. The distal cover was pulled and twisted to confirm it was securely attached to the endoscope. No anti-fog agents were applied to the endoscope lens. An additional in-service training will be provided to the staff. This event includes 2 reports: patient identifier (B)(6) is for the distal cover. Patient identifier (B)(6) endoscope. This report is 1 of 2 for patient identifier (B)(6) is for the distal cover.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information received from the customer: the customer reported the distal cover fell into the patient's peritoneum. The customer reported the entrance point for the endoscope was the trocar, site not specified. The trocar was being used because the surgery was a dual endoscopy/surgical case because of the patient's history and it is not common practice to use a trocar at their facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct h10. H10: this report has been submitted by the importer under this MDR report number 2951238-2022-00430.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used. -there was no abnormality on the cover before and after use. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope a definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to insufficient attachment of the distal cover to the scope. The instructions for use (IFU) states the following: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. The customer admitted they do not push the appropriate part of the distal cover to attach it in the correct direction. They pull and twist the cover to check that it is firmly attached. It was reported that the facility currently uses the old design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, in-service training has been conducted with all staff members.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.